Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator did not lock because the hasp had fallen off. A field service engineer adjusted the smart remote manager housing to close the gap between the remote manager and the hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the dcb 3c refrigerator did not lock, preventing users from accessing medications. The customer reported that this malfunction occurred when the user tried to pull medications for a patient, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.